Event description:
Patient reported being injected with half a syringe of juvéderm volbella® xc. Immediately the patient experienced ¿normal bruising¿. About twelve days later the patient¿s ¿lips were inflamed and size of balloons¿. That same day the patient went to the ER urgent care and was treated with ¿prednisone, benadryl, and pep aid¿. The patient " stated their glands were swollen before they went to the ER." The patient has also been icing their lips and have gone down a little. The symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.